Manufacturer narrative:
The manufacturer and brand of the pelvic mesh product implanted is unknown.

Event description:
It was reported by a patient regarding an unknown product, "I'm having issues like my hole is back in my vaginal wall". No further patient complications were reported in relation with this event.